Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered three bursts of inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks. The health care professional (hcp) requested technical services (ts) review of device data to confirm device operation. It was noted that the ventricular episodes were possibly due to supraventricular tachycardia (svt) or atrial driven. The presenting electrogram (egm) shows the device is operating as programmed. Ts advised the hcp to consult cardiology for further analysis of the rhythm, and programming and/or medication changes. No adverse patient effects were reported. The device remains in service.